Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet insulin pump displayed alert 39 indicating an insulin shaft encoder failure, and the user restarted the device multiple times before contacting support; a replacement device was arranged and the user was instructed to transition to backup subcutaneous insulin therapy. Symptoms included hyperglycemia with a reported blood glucose of 311 mg/dl for approximately three hours, without ketone testing, medical intervention, or acute complications. Outcomes included the user switching to backup therapy and continued cgm use while awaiting the replacement, with no hospitalization or emergency care. Investigation included technical review of the reported alarm condition and receipt and inspection of the returned device. Investigation of the device engineering logs confirmed previous alert 39 notifications. The issue could not be replicated during testing. It was concluded that the cause was inconclusive due to insufficient evidence to isolate a specific component or use-related factors.